Event description:
Customer reports to have high blood glucose of 557 mg/dl due to not checking blood glucose before eating. Customer removed site and cannot remember how to rewind or prime and requested assistance. Assistance was provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).